Event description:
It was reported that the patient never had therapeutic effect. The patient had their first implantable neurostimulator (ins) replaced because it did not work. The first device was not working and the patient had it for 5 years. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v464762, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).